Event description:
At the end of a routine hemodialysis treatment, while disconnecting from the access for rinseback, the arterial line broke. Rinseback was completed with the exception of tubing segment from the saline line to the access, resulting in an estimated blood loss of 30cc. No medical intervention was required.

Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however it was learned through follow up, that the cartridge had been discarded. The exact cause of the broken arterial line cannot be determined, however it was most likely due to excessive force used while disconnecting from the patient's access. This appears to be an isolated random event. Nxstage will continue to monitor as part of the routine complaint process. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.